Event description:
Customer reports "holes in catheter." Additional information was requested, but was not available at the time of this report. No patient injury was reported.

Manufacturer narrative:
Qn# (B)(4). Additional information was received from the customer indicating patient involvement; however, it was confirmed there was no patient injury. Health effect impact code has been updated to reflect this additional information received. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports "holes in catheter". Additional information was requested, but was not available at the time of this report. Unknown if there was patient involvement. No patient injury was reported.